Event description:
The hosp contacted pmt to report a deflation in the expander. The device had to be explanted on (B)(6) 2008.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review. An eval of the device was performed on (B)(6) 2008. The investigation found two (2) needle holes below the tissue expander port caused by a needle or other sharp instrument. The pin holes were the cause of the malfunction. The pin holes could only have been caused during mishandling at the user facility, not in mfg.